Manufacturer narrative:
Concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (sn:(B)(6)) sigphandle, sig power sigphandle handle (sn:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic lobectomy, during resection of the lung, when the surgeon fired the stapler, the firing stopped at the middle. The surgeon tried to fire again but it did not work. Although the surgeon used a manual tool and other guided methods, it did not work, and the jaws locked on tissue. The adapter did not calibrate. The tissue was cut, and the device was removed. Another set of powered stapler was used to finish the surgery.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the reload was received attached to the associated adapter. The reload was partially fired. The I-beam was advanced to the three centimeter (cm) cut line. The reload jaws were clamped on tissue. Staples up to the two cm cut line were exposed and formed, but not released. Functionally, the reload was removed from the adapter without difficulty by pressing the reload unload button back toward the power handle then twisting and removing the reload from the adapter. The reload adapter was broken. One of the legs of the lock ring was broken. It was reported that the device fired partially and the instrument locked on tissue. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The evaluation detected unreported conditions of broken reload adapter and broken lock ring not related to the reported condition. The product analysis noted evidence that the device was not used as intended. These issues may occur due to over flexure of the loading unit while attached to the instrument and due to improper orientation of the lock ring or over-flexure of the reload while attached to the instrument, over-torquing during unloading, or if an attempt is made to unload the reload without using the release button. The instructions included with this device provide the following guidance: depending upon the stapler handle used, also refer to the applicable instructions for use for the gia¿ universal stapler, endo gia¿ universal staplers, endo gia¿ ultra universal staplers and covidien¿ powered stapler handles used with endo gia¿ adapters for specific indications, contraindications, warnings, precautions, and operating instructions. To load the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler with the appropriate reload; insert the pin located at the distal end of the instrument shaft into the reload. Ensure that the load alignment indicator on the reload aligns with the load alignment indicator on the shaft. Push the reload in and twist clockwise 45° relative to the instrument, so that the reload will lock into place and an audible click is heard. When the reload is loaded properly into the stapler the blue unload button underneath the shaft is seated in place without showing any red coloration underneath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.